Event description:
Medtronic received information that prior to use of a dlp aortic root cannula, it was reported that the device had difficulty locking properly. The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the locking tabs are broken off the introducer needle luer fitting. With the locking tabs broken off, the luer fitting spins freely and will not lock into position. Investigation was unable to confirm this as a manufacturing or supplier issue. It appears that after production, the device was exposed to some type of physical damage or the needle was over tightened which then broke the locking tab. Further review found no issues during the manufacturing process. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. Note: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.